Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that no communication could be established with the clinician programmer or patient programmer. There was no other clinician or patient programmer available. No symptoms reported. No further complications were reported or anticipated.